Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Guidant (now boston scientific) received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. There is no allegation against the device system. The explanted device was returned approximately ten years later for evaluation and archival.